Event description:
It was reported that the pump battery could not be charged. Reportedly, the customer was using non-tandem provided charging supplies to charge the pump. There was no reported adverse impact to the customer. The customer reverted to an alternate method of insulin therapy.